Event description:
It was reported to boston scientific corporation in 2009, that a jagtome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on the same day. According to the complainant, the cutting wire would not bow completely during the case. The wire would only bow approx 20%. Notwithstanding, the device bowed enough to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Would not bow completely. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.